Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the 6th day after indwelling urine was not flowing. Urine failed to flow even after milking the tubing; upon opening the diaper to inspect, urine leakage was observed, and it was confirmed that urine had accumulated within the bladder. When the tamper evident seal was removed and an attempt was made to flush the system via the drainage funnel, resistance was encountered, and the sterile water would not enter; consequently, the issue was diagnosed as a catheter blockage.